Manufacturer narrative:
The device is expected to be replaced and returned for analysis. This report will be updated upon completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use, premature battery depletion was suspected. The device's battery had been previously checked earlier this year, and there was an estimated 3 years of longevity remaining. Last month, the latitude transmission showed the remaining longevity was 10 months. Technical services was contacted to review disk analysis, and were able to determine that the device is malfunctioning, and should be replaced or checked again in 3 months. The device was explanted and replaced, due to it reaching eri (elective replacement indicator) earlier than expected. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review confirmed the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device is included in the low voltage capacitor advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected. The device's battery had been previously checked earlier this year, and there was an estimated 3 years of longevity remaining. Previously, the latitude (remote monitoring system) transmission, showed that the battery longevity had 10 months remaining. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review device data confirmed premature battery depletion. Due this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.